Manufacturer narrative:
Section h10: (h3) there is no specific novation gxl device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. Section h11: the following sections have corrected information: (e1) name: dr. (B)(6), facility name: (B)(6). (E2) health professional?: yes; (e3) occupation: physician.

Event description:
As reported, this female patient's hip was revised for an unknown reason. No additional information available.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 120-65-25, (B)(4)- bone screw 6.5mm dia x 25mm long. 142-36-93, (B)(4)- cocr fem head 36mm -3.5 offset 12/14. 164-12-11, (B)(4)- novation element ro x/o sz 11. 180-11-54, (B)(4)- nv crown cup clsr hl w/ha 54 group 2.